Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test or verify operating currents, low reservoir alarm, possible under delivery alarm due to motor error alarms. Insulin pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 243 mg/dl. Customer also reported that, the pump had a crack in the battery compartment. Customer was also flustered with the pump she feels that is not giving insulin all the time and she has to take manual injections. Customer treated high blood glucose with insulin pump and when needed with a manual injection. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. They are unsure if the drive support cap is protruded, loose, sticking out or flush. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer also stated that she has been giving shots for many years and may have scar tissue. This morning the blood glucose was 205 mg/dl and now it was 243 mg/dl. Customer states that she may treat with a manual injection she is not sure yet she will check for lunch and decide. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.